Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported that she experienced high blood glucose. Customer stated the insulin pump has alarmed no delivery multiple times and blood glucose level was 600 and 555 mg/dl. Alarms recur after changing the set. Customer requested the insulin pump to be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.